Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These event may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported, an angio-seal was deployed successfully and a pt was discharged from the hospital that same day. Two days later, the pt returned to the hospital with a cold leg. The femoral artery was ballooned and a stent was placed. The pt was kept an add'l day in the hospital and was discharged the following day. It was reported that the angio-seal device used in this case was deployed at the artery bifurcation. Add'l info was not available.